Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The laa had a conical appearance. The ostium diameter was approximately 32mm and the landing zone was measured between 19 and 21mm. The occluder and delivery system were prepared per the instructions for use (IFU). However, the device could not be implanted as there was difficulty obtaining co-axiality of the device in the appendage and the lobe kept being pushed out of the laa when it was deployed because it was too large. The 25mm occluder was recaptured and removed from the patient. A 22mm amplatzer amulet left atrial appendage occluder was then chosen for implant using the same 14f delivery sheath. The occluder was deployed when it reached the intended location, but when the device was deployed there was no separation with the lobe and no concavity to the disc. The device was fully recaptured and removed from the patient. The patient's active clotting time (act) during the procedure was at a therapeutic level, greater than 250 seconds. The procedure was aborted. The patient remained hemodynamically stable throughout the procedure. Immediately after the procedure, a small pericardial effusion was noted near the laa. Protamine was administered and the effusion did not progress. The user believed that the pericardial effusion occurred when the 25mm amulet was being pushed out of the laa. The patient was reported as stable.